Event description:
Per case report: intraoperative breakage of needle driver jaw during robotic-assisted laparoscopic radical prostatectomy published january, 2008: during a da vinci prostatectomy procedure, during urethrovesical anastomosis, the jaw of the large needle driver instrument was missing from the operative field. The surgical staff paused the procedure and carefully inspected the operative field. The broken jaw was found on top of the bladder and was immediately removed. No intraoperative or perioperative complications were experienced and postoperative recovery was uneventful. No additional information was provided.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint that the instrument did not work, engineering found the grip (referred to as "jaw" by customer) is completely broken off at the grip base exposing the cable crimp. Grip was likely cracked along the thin wall where the cable crimp inserts. A likely failure mode is the high drive torque combined with the high gripping force of the needle driver likely caused the crack to propagate. Gripping and twisting action would likely create a fracture at the grip base. No other damage found. Per the referenced article, the missing instrument component that fell inside of the patient during a surgical procedure, was removed.